Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had an unknown failure. The patient had a cardio respiratory arrest and now recovering.